Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining suppressed erroneous total bilirubin (tbil) results generated by the unicel dxc 600 pro synchron chemistry analyzer. Customer also indicated that qc has been recovering low. The errroneous results were reported out of the laboratory. No impact to patient was reported for this event.

Manufacturer narrative:
The customer cleaned the reagent probe and qc recovered better, but still recovering on the low end. A field service engineer (fse) was dispatched on (B)(4) 2011 for this event. The fse replaced the chemistry cartridge (cc) sample probe and performed reagent probe cartridge height alignment and rotary alignment. The fse tested operation by loading reagent packs with no level sense errors. Customer calibrated tbil and ran qc; all results were within acceptable range. The issue was resolved.